Event description:
Patient was revised due to infection. Resection arthroplasty and girdle stone. Doi: (B)(6) 2022; dor: (B)(6) 2022; affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4).